Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step required approximately 30 units of insulin until drops of insulin were seen. Reportedly, all subsequent load fill tubings required only approximately 15 units. Blood glucose was 193 mg/dl.